Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer stated to philips that after a functional check, the defibrillator started to report "electrocardiogram (ECG) unit fault" and an active red x. There was no reported patient involvement.